Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-31. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-07-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a power switching event on three batteries. The three batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a heart transplant prior to this battery replacement. The equipment will not be returned and was recycled per hospital policy.

Manufacturer narrative:
The batteries were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the three batteries. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Momentary disconnections are being investigated internally. If information is provided in the future, a supplemental report will be issued.